Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ischemia and re-stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately one year post xience v stent implantation in the ostial left anterior descending artery (olad), the patient experienced an abnormal stress test. Diagnostic coronary angiogram found 95% in-stent stenosis. A single vessel bypass, left internal mammary artery to lad, was performed. There was no adverse patient sequela reported and on (B)(6) 2011, the event resolved. Although requested, there was no additional information provided.